Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient was seen in clinic on (B)(6) 2019 and physician noted noise, elevated pacing thresholds, elevated impedances, and total loss of capture on this lead. Patient has received multiple shocks, which physician believes may have been inappropriate. Lead was capped and fracture was noted during procedure.